Event description:
The event is reported as: customer alleges: "staples are too narrow, had difficulty apposing skin edges to a satisfactory degree. Also the firing mechanism was inconsistent and not smooth." No pt injury reported. Add'l info was requested.

Manufacturer narrative:
A device history record (DHR) review could not be conducted since the lot number was not provided. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to trend relating complaints.